Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records shows that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause is unknown. Product unavailable for analysis

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent embolization occurred. The 80% stenosed lesion being treated was located in the mildly calcified, mildly tortuous right coronary artery (rca). The lesion was pre-dilated with a 1.25x10mm non-bsc balloon. The physician attempted to place the 2.25x12mm taxus liberte drug-eluting stent, but was unable to cross the lesion. When the physician attempted to remove the stent delivery system (sds), the stent dislodged and traveled down stream to the lower limb of the patient. The stent was successfully retrieved from the patient. The procedure was not completed as the same device was unavailable. Patient status reported as "ok."